Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sometimes had to press buttons more than once for a response, insulin pump had rejected new batteries, had failed battery test, casing was cracked around battery cap area, rewind takes longer, grinding or whining noise when rewinding, plastic chipping off when removing reservoir, insulin pump receives random or unexplained no delivery and insulin pump was rewind and start over. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. The device will not be returned for analysis.